Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inner components revealed that the instrument was fully applied. Functional testing found that the handle was actuated, and the instrument cycled properly. It was reported that the device component was disengaged and the instrument has bent. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with the distal end of the shaft perpendicular to the area to be fixated, squeeze the trigger fully. The trigger should be squeezed to the full extent of its travel, and held in the fully squeezed position as the device is removed off the application site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: abstack30 abs fixation device 30 tacks (lot#: n3d0085y); abstack30 abs fixation device 30 tacks (lot#: n3d0085y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh repair, on the peritoneum, the three tackers were fired properly; some tacks fell into the cavity of the patient, but it was reported that all were retrieved, some were malformed, and theshaft was also malformed. The surgeon used damaged tackers until the tacks were properly attached. There was no patient injury.